Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 4 infusion set cannula kinked event on (B)(6) 2024. The event occurred on day 1 of use and the infusion set was used whitin 3 hours of insertion. The insertion site was at abdomen. The blood glucose level of the patient was 300-400 mg/dl. The patient confirmed the introducer needle was ahead of the cannula prior to insertion and patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kink slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12902- device 2 of 4.